Manufacturer narrative:
Follow up information revealed date of event and occured during testing with no patient involvement.

Event description:
Follow up created from customer response.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow systems (hl-390) was returned for investigation in used condition. Visual inspection revealed wear and tear damage on enclosure and front cover.  The investigator also noted a rusty drain fitting. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (disposable alarm failure) was not confirmed during testing. When the disposable or temp check became detached the device alarmed as intended. The following components were replaced: the enclosure, membrane switch, drain fitting, and front cover.   Preventative maintenance was then performed. The device subsequently passed functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer had a "disposable alarm failure". No adverse effects were reported.